Manufacturer narrative:
Additional, changed, and/or corrected data: b.1; b.2; b.5; h.1; h.6.

Event description:
Healthcare professional, later confirmed, that there is no complaint against the device. This record is no longer reportable to the FDA. And will be un-reported.

Manufacturer narrative:
The event of "capsular contracture, baker grade unknown" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Healthcare professional reported capsular contracture baker grade unknown. The device status is unknown. This relates to an unknown side.